Event description:
Issue description: (B)(6) 2012 09:45- both side contrast check of subclavian vein was conducted. No vein occlusion was observed, however, much tortuous was noticed. 10: 15-puncture was performed for in an order of rv, ra and lv. Guide wire was inserted. 11: 10- rv and ra lead measurement were obtained. No problem was found. After that, this sheath was inserted for l v lead implant. 11 :30- the vein could small due to inserted leads already. 5 attempts to insert the sheath were made, however, it was unable to advance the sheath with inner sheath. The physician noticed the sheath got deformed due to tortuous vein and other leads. He thought harder sheath was suitable. It was replaced to lms safesheth 8fr. The procedure was performed successfully. The sales rep commented; the product and physician's handling were appropriate. The problem was tortuous vein and block due to other leads. Because the physician's decision was late, patient risk, ra and rv lead damage and dislodgement would occur, he thought the replacement was appropriate decision. The physician commented the event was not related to this product but patient anatomy. However, it could be thought that it would be great that the sheath was harder. Actually, hls-1008 could be smoothly inserted. Event date: (B)(6) 2012 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)